Event description:
It was reported that insulin did not exit at the qr which is an indication of occlusion .the patient experienced hyperglycemia and treated with insulin injection pump therapy. The event occurred on (B)(6) 2026.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.